Event description:
A dialysis technician reported to baxter that there was a blood leak in a dialyzer. A follow up was done via phone. The assistant administrator stated, the blood leak was from the header of the dialyzer at the venous end. The blood leak occurred during the early middle part of the treatment. It was discovered by a blood leak alarm on the machine. It was confirmed twice by a hemastix test. The estimated blood loss to the patient was 150 to 250 mls. There was no medical intervention or hospitalization as a result of this incident. The patient resumed therapy with a new dialyzer and was okay.

Manufacturer narrative:
(B)(4). The sample was received and evaluated. Upon visual inspection no defects were observed. A leak test was performed and bubbles were observed coming from the fibers and out the arterial and venous dialysate ports. This confirms the complaint. The root cause was not determined. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning (B)(4).